Manufacturer narrative:
An event of the valve migrating after implant was reported. The possible causes of migration include calcification, acute aortic angle, the tension in the delivery system, and the valve getting caught in the delivery system. Information from the field indicated that the final implant depth was 3-4 mm which is in optimal implant depth. Field also indicated that there was no blockage of coronary arteries due to the migration. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed including the valve meeting stent radial force specifications, and the product met all specifications. Based on the information received, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regard to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant with a large flexnav delivery system. It was reported there was sufficient calcium to allow anchoring of the device, the patient did not have a horizontal aorta. The annular dimensions of the native valve were as follows: perimeter = 74.4 mm (perimeter derived 23.7 mm); area = 424.6mm2. The navitor valve was never resheathed during the procedure. The implant depth at deployment was from 3-4mm and the implant depth at release was also 3-4mm. It was reported that after the navitor valve was fully released, it migrated into the sinus of valsalva. No part of the navitor valve remained in the aortic annulus and there was no blockage of coronary arteries due to the migration. The user did not attempt to retrieve or snare the migrated valve. It could not be confirmed if there was any interaction between the delivery system and the deployed valve, it could also not be confirmed if there was tension in the delivery system at the time of the final deployment. The user did not report any difficulties in deployment during procedure. The patient remained hemodynamically stable. A decision was then made to perform a transcatheter valve-in-valve procedure with a second 27mm navitor valve with a second large flexnav delivery system. There was no clinically significant delay in the procedure due to this event that had potential to cause or resulted in hemodynamic compromise or serious injury. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.